Event description:
On (B)(6) 2018, doctor (B)(6) (plastic surgeon) operated on my right leg, after the surgery negative pressure wound therapy (np/ut) was applied. Vacuum never worked. Therapy did not work from (B)(6) 2018. Hyperbaric oxygen chamber for (30) thirty days. Ear problem - out patient surgery (B)(6) 2019. No one was trained to use the therapy??